Manufacturer narrative:
(B)(4). The lot was manufactured november 18, 2015 ¿ november 19, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced a no flow event during infusion. The fill volume was reported to be 93ml. There was no patient injury or medical intervention associated with this event. No additional information is available